Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that ¿about two years ago,¿ the patient had a surgery because the pump was coming ¿unthreaded.¿ it was noted the patient¿s pump was implanted in her hip. The type of medication being delivered at the time of the reported event was not provided. Additional information has been requested, but was not available as of the date of this report.